Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: startup failed, black screen and buzzer sounds. No patient involvement.